Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device had reached elective replacement indicator (eri) and was returned with a monitoring voltage of 2.43 v. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, the condition that led to the earlier battery depletion could not be reproduced.

Event description:
Boston scientific received information that this device was explanted for normal battery depletion. The device was returned for analysis with no field allegation or adverse effects reported.